Event description:
Hcp reported pump alarming; hcp suspected "rotor stall possibility". The device was explanted and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.